Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 1,000 mg/dl while wearing the pod. Symptoms reported include feeling disoriented, weak and vomiting. The patient reports being unable to use their controller as it was frozen on an application update. Once at the hospital the patients pod was removed. The patient was diagnosed with rhino virus as well as hyperglycemia. The patient was treated with intravenous fluids and insulin. The patient was air flighted to a children's hospital where they had been placed in the intensive care unit. The patient was discharged from the hospital after 4 days. The patient is using the op5 application on their phone at this time.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios; omnipod software app version: 1.1.6; smartphone operating system: 18.0; smartphone hardware: iphone14.7; cgm sensor type: g6.